Event description:
It was reported that before use of the bd precisionglide¿ hypodermic needle there was an issue with foreign matter on the needles. The needles have white particles or black spots on the metal and burrs at the connection point between metal and plastic. Nine needles had this condition. The chilean standard is not met: the tip of the needle should be sharp and free of burrs, hooks and other defects on its edge. In addition to having a three-bevel needle, at least, or a better configuration. According to the additional information received on (B)(6)2019 the description of the event is: dirt. The needles have white particles or black spots on the metal and burrs at the connection point between metal and plastic ("white silicone").

Manufacturer narrative:
H.6. Investigation: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The pictures and retain samples were analyzed and it was possible observe the presence of foreign matter at cannula. According the evaluation performed by the multidisciplinary team quality, process and production the follow points were identified as potential causes for the occurrence: ¿ polymerized lube o system cleaning failure o machine stopped o incorrect gauge selection ¿ polypropylene on cannula o system cleaning failure o use of air guns ¿ pad parts on cannula o worn lube application pad o dirt pad ¿ black spot on cannula o system cleaning failure o use of air guns o dirt pad ¿ resin on cannula o o¿ring ring adjustment failed o incorrect nozzle pressure the follow actions were planned to mitigate the potential causes: ¿polymerized lube: ¿ increase frequency and lube cleaning procedure; ¿ empty lube tank in long stops ¿ empty nips in longs stops; ¿ verify that the selection of gauges during the changeover is being performed correctly. Set selection control; ¿polypropylene on cannula ¿ increase frequency of shield station cleaning; ¿ remove air guns from machine; ¿ install movable guard on shield station; ¿pad parts on cannula ¿ establish pad exchange frequency; ¿ insert pad quality analysis in operating routine; ¿black spot on cannula ¿ establish daily and weekly cleaning procedure; ¿ remove air guns from machine; ¿ establish pad exchange frequency; ¿ insert pad quality analysis in operating routine. ¿resin on cannula ¿ poka yoke o'ring ring adjustment h3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd precisionglide¿ hypodermic needle there was an issue with foreign matter on the needles. The needles have white particles or black spots on the metal and burrs at the connection point between metal and plastic. Nine needles had this condition. The (B)(6) standard is not met: the tip of the needle should be sharp and free of burrs, hooks and other defects on its edge. In addition to having a three-bevel needle, at least, or a better configuration. According to the additional information received on 13.sep.2019 the description of the event is: dirt. The needles have white particles or black spots on the metal and burrs at the connection point between metal and plastic ("white silicone").